Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicated patient issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an infection at the ipg site. In turn, the patient underwent incision and drainage at the wound site on (B)(6) 2020. The wound site is being monitored.